Manufacturer narrative:
(B)(4). Dilatation catheter: 2.75 x 28 mm dura star; guide wire: all star; guide cath: xb 3.5 launcher. It was reported the vision stent was successfully implanted; however, during the attempted post dilatation of another stent, the guide catheter became deep seated and interacted with the vision stent, damaging it. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the guide catheter. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported device damaged by another device appears to be related to the operational context of the procedure. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, samplings of units are destructively tested to verify proper stent deployment.

Event description:
Reportedly the vision was successfuly placed in the left anterior descending artery (lad), however, then a lesion was noted distally in the diagonal which was treated with a non-abbott stent. The physician didn't like the apposition of the stent and decided to fix the stent. An allstar guide wire was used to advance a non-abbott balloon dilatation catheter for post-dilatation of the non-abbott stent, however, the balloon catheter could not cross the side branch to the diagonal. During withdrawal of the non-abbott guide catheter, the guide catheter became deep seated causing the vision stent to become accordioned and pushed into the 2.75x28 non-abbott stent. The patient was sent for cardiac artery bypass graft surgery because the physician was concerned about the 3.0x23 vision stent being pushed into the 2.75x28 non-abbott stent. The patient was fine post surgery, however, remains in the hospital. No additional event or patient information was provided.